Event description:
The customer states the act diff2 instrument generated erroneous low rbc (red blood cell) and platelet results with instrument generated flags on two patients. The physician reviewed the results in-house before any results were reported out. The samples were sent to the reference laboratory and processed on an alternate analyzer, where higher results were obtained. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. On (B)(6) 2009, the field service engineer (fse) did some troubleshooting of the problem with the customer and consulted an internal service specialist. Several parts were ordered. On (B)(6) 2009 the fse cleaned the drain and installed a drain fitting into the sink strainer to keep the drain line out of the standpipe. He noticed the waste filter was installed backwards; he replaced the filter in correct orientation. He also replaced rbc mixing check valve, changed altitude compensation from 4 to 5 and verified instrument performance after repairs. The root cause is unknown but maybe related to hardware that was replaced or cleaned during servicing.